Manufacturer narrative:
Eval summary: in this case it appears that the extent of soft tissue tension may possibly have been a contributing factor to the dislocations. Given the info provided a definitive cause for the experience of the dislocations cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt has experienced dislocation.